Event description:
It was reported the patient had a CT scan done of the pelvis in (B)(6) 2013. It was believed that the device was on during the scan. The patient had been experiencing pain at the implant site. No action had yet been taken, but the patient was to visit the doctor¿s office. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v891126, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).